Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, unknown concentration at 1.272 mg/day dose, dilaudid, 10 mg/ml concentration at 1.272 mg/day dose and morphine (old), 5.0 mg/ml concentration at 0.8205 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that patient was getting no pain relief when the pump was installed. Patient said that they never put medicine in the pump until (B)(6) 2017. The healthcare professional (hcp) had him come back in 2 weeks and adjusted the medication (by 10 or 17%). He was going to hcp every 2 weeks. One time he was there 3 times in one week for an adjustment, he was in so much pain. The last time he went to hcp was in (B)(6) and they changed/adjusted the medicine again. He told them he was on morphine for 10 years and maybe he built an intolerance to it. Even one hcp said that. Patient reported last time hcp changed/adjusted his medicine in the pump was in (B)(6) 2017. He would say around (B)(6). Patient reported a week or so after he started being not himself, he was having hallucinations, did not remember things was seeing things. His daughter called him and he was like talking to his sister but his daughter said the sister was in different state. His daughter brought him to the hospital, to the new hcp. Right away the new hcp ordered 2 magnetic resonance imaging (MRI). Patient then said it was ultrasounds and a dye test. The hcp determined that the catheter was broken and patient was overdosed. The hcp said there was so much morphine under his skin, it was not going in the back. Patient mentioned he had a fall in (B)(6) 2017 and told his previous hcp about it but they never checked it out. Patient thought the catheter broke when he fell in (B)(6) because he was never getting any pain relief. Patient also reported during the process of overdose and stuff he had a heart attack. When he went to the hospital they told him he had a heart attack because of medicine and all. Patient was in the hospital 4 different times. The hcp did the surgery on him and fixed it in (B)(6) 2017. During the surgery they switched him from morphine to dilaudid and bupivacaine on (B)(6) 2017. Patient also reported at the time when hcp was doing a surgery he also had a pain in his shoulder. The hcp took the tube and went around his shoulder area and put it in the back area. Now he did not ha ve pain in his shoulder. Patient explained prior to the pump he had his neck and back broken. Pain shoulder started after his neck broke and stuff, prior to pump. Patient confirmed pain in the shoulder had nothing to do with his pump. Not related to the pump. Patient explained he had a surgery in 2009 on his neck which was an experimental surgery on him and hcp did not do it right. They fired the hcp. Hcp told him he was going to be on pain medication for the rest of his life. With all the people who overdose and die, hcps did not want to give pills anymore. He was then told that he had no choice but get a pain pump. Patient also reported he had a pneumonia, maybe in (B)(6) 2017. When he went to the hospital his temperature was 103. He had to stay at the hospital for 2 days. Patient reported he had been slowly gaining weight within the last 2 months. He used to be around (B)(6) some lbs. Now he was around (B)(6) lbs. No out of box failure was reported. No medical or therapy problem associated with small parts were reported. Patient had morphine since implanted to (B)(6) 2017. First time the pump was filled was in (B)(6) 2017. As of (B)(6) 2017 dose was 0.8282 mg/day patient did not know the concentration. As of (B)(6) the dose was 0.8205 mg/day, 10% increase. Concentration was 5.0 mg/ml. As of (B)(6) 2017 at the time of pneumonia)-patient had morphine. Patient also mentioned he was still on oral medication because he had so much pain. On (B)(6) 2017 they switched him to dilaudid and bupivacaine. Currently patient had 10 mg/ml, 1.272 mg/day of dilaudid. Patient also had 1.272 mg/day of bupivacaine. Patient did not know the concentration. Patient said last time he was at hcp was a couple of days ago and they adjusted him. Pt mentioned he was having to go back so many times for adjustment. Next time they did it more concentrated version. Whatever drug info was there now was one step up from what they put the first time. Patient did not know numbers. No further complications were reported. Refer to pe 702368526 for details pertaining to ptm issue.